Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 813:01 on channel a and determined the root cause to be a defective pump head module. The pump head module was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 813:01 on channel a during programming/set-up. Device evaluation determined that this condition interrupted delivery. There was no patient injury or medical intervention reported. The uim master software version is (B)(4), which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation has been updated to: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 813:01 on channel a and determined the root cause to be a cascade from failure code 808:02. Failure code 808:02 was caused by a defective pump head module. The pump head module was replaced to repair this condition. The device met specification for the reported condition. Trend review determined that baxter has received similar reports. Service history review determined that this device has not been previously sent into service for the reported condition of "failure code 813:01." A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 813:01 on channel a during programming/set-up. Device evaluation determined that failure code 813:01 was a cascade from failure 808:02, which interrupted delivery. There was no patient injury or medical intervention reported. The uim master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).